Event description:
Literature: sievert k, amend b, gakis g, toomey p, badke a, kaps hp, stenzl a. Early sacral neuromodulation prevents urinary incontinence after complete spinal cord injury. Annuls of neurology, vol 67(1); 74-84 january 2010. Summary: this study investigation potential influences of early implantation of bilateral sacral nerve stimulators (sns) for urinary incontinence in 10 male patients with complete spinal cord lesions during the acute bladder-areflexia phase. Mean follow-up was 26.2 months. Sns achieved urinary continence and signification reductions in urinary tract infections. Reportable events: four patients whose implants (interstim model 3023) were in the lower abdominal wall experienced lead malfunctions (including at least one rupture) or dislocations (including at least one dual lead dislocation). Three of the patients had their pulse generators replaced with an interstim ii (model 3058) implanted in the buttock. In three of the patients, the dislocations were due to lower extremity spasticity and resulted in neurogenic detrusor overactivity. The dislocations were discovered when the patients reported involuntary urine loss and x-ray, urodynamics and emg studies were performed. Those participants who were reimplanted achieved continence and demonstrated reestablished detrusor acontractility within one week. Six patients with interstim ii (model 3058) experienced lead dislocation and had the leads repositioned. The leads had moved from their initial position to deeper positions. The dislocations were discovered when the patients reported involuntary urine loss and x-ray, urodynamics and emg studies were performed. It appeared from the article that these patients achieved continence and demonstrated reestablished detrusor acontractility within one week.

Manufacturer narrative:
(B)(4). All patients had bilateral implants model 3023 or 3058 and lead model unk. It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. The patient information provided is the average for all the patients. At this time no additional information was available, additional information regarding the patient, event, interventions and outcome has been requested. A copy of the literature article can be accessed at www. Interscience.wiley.com. Doi: 10.1002/ana.21814.

Event description:
Events: three patients with implants subcutaneously in the lower abdominal wall had lead malfunctions or dislocations and had their implantable neurostimulators replaced in the buttock. Three patients had lead repositioning because the leads had moved from their initial to deeper positions. The leads dislocated from their original positions due to lower extremity spasticity and resulted in ndo. The dislocations were noted when the implant participant reported involuntary urine loss. After exclusion of urine infection, x-ray, urodynamics, and emg studies were performed. Patients achieved continence and demonstrated reestablished detrusor acontractility, as verified by (B)(6), within 1 week.

Manufacturer narrative:
(B)(4).